Manufacturer narrative:
The contaminations on the cpu pcba created the ventilator not to power on. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported the device does not power up; no display or blower activity when turned on, power led remains amber. No patient harm reported.